Event description:
Procedure type: gastrectomy. Patient sex: unknown. According to the reporter: the gia was fired across the stomach and worked fine. Reportedly, on the second firing the firing knob was pushed 3/4 of the way but would not reach the end resulting in an incomplete staple line. Reportedly, the surgeon lost confidence in the instrument and hand sewed the rest of the stomach. Approximately 30 minutes were added to the surgery time to complete the procedure. Reportedly, a different reload was tried in the gun after the procedure and it still would not do a complete fire. Reportedly, no blood or tissue loss occurred.